Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-may-2026, a clindex notification was received via email indicating that information from a clinical study (shoulder arthroplasty registry, (B)(4) had been obtained. The report stated that the subject underwent a shoulder arthroplasty on (B)(6) 2025, during which a univers revers implant system was implanted. Subsequently, a debridement procedure for scar removal, including conjoint tendon partial recession and release, was performed. The clinical assessment determined that the event was not related to the implanted device. Additional information was received via email on 19-may-2026 indicating that only scar removal and conjoint tendon recession were performed; the reported event was not related to the device, surgical procedure, or trauma.